Event description:
A customer reported that the infusion cannula came loose from the trocar during surgeries involving three patients. Additional products were opened to address the issue. No patient identifiers were provided and there was no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).